Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced refractive surprise. The clinical reason for explant was reported to be patient had lasik (laser-assisted in situ keratomileusis) and wrong power lens. The iol was replaced with unspecified lens one month 28 days after initial procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Information was provided that the reported reason for the exchange was the wrong power lens was implanted. It was reported the clinical reason for the exchange was due to the patient having had lasik (laser-assisted in situ keratomileusis) and a refractive surprise. Based on the information provided, the event is most likely related to a calculation error. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 20.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, atiol (advanced technology intraocular lens) model. No additional information has been provided at this time. The manufacturer internal reference number is: 2025-79174